Event description:
It was reported that the patient experienced palpitations and intermittent tachycardia. The right atrial (ra) lead exhibited intermittent undersensing. The ra lead and implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.